Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample and no photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined however, based on the reported problem and age of the device, the most probable cause would a wear and tear of age. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device failed preventative maintenance (pm).

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.